Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose was below 40 mg/dl with confusion, difficulty speaking, unsteadiness when standing and walking, severe dizziness, severe headache, and blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported the pump displayed ¿???¿ in place of (continuous glucose monitor) cgm readings for more than 6 hours. The patient is instructed not to make dosing decisions from cgm readings. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.